Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2 microbubbles began appearing on the arterial side. For the safety of our patients, we have removed this lot from the treatment floor. Customer complaint advocate called the reporter (who was home on a vacation day) he confirmed that there was another incident as they were asked to use the lot provided by germany as b. Braun suspected that the issue was not with every line - that the issue may be sporadic. He stated that they tested 8 lines, and of the 8, 2 failed - that there were microbubbles noted. When he gets back in the office the next day, he will identify how many sealed cases there are and how many lose devices are on hand.

Manufacturer narrative:
Event 2: the report has been identified as b. Braun medical international report number (B)(4). Five (5) unused sample in original package received to evaluate. Through visual examination, no visual defects were identified. The sample was subjected to a leak test per specification with passing results. Although no leakage was observed, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.